Manufacturer narrative:
All operating currents were within specification. There was no unexpected low battery or off no power alarms noted. The pump passed displacement test, rewind, and basic occlusion test. The pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error in the history file. There was no motion sensor test failure alarms noted. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. The pump was unable to complete functional test due to motor error alarm. The pump was received with minor scratched lcd window, and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor position encoder error, motion sensor test failure, and motor error alarms. The customer states the pump was exposed to magnetic field. The customer's blood glucose level at the time of incident was 261mg/dl. The customer was advised the pump would be replaced and returned for analysis.